Manufacturer narrative:
The customer's report was duplicated and attributed to a faulty relay on the high voltage module. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's defib output was out of specification and internally dumped the energy after charging up. Complainant indicated that there was no patient involvement in the reported malfunction.